Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable for spinal pain. It was reported that since the previous pump was implanted on (B)(6) 2015, they noticed the pump was leaking. It was leaking along with cerebrospinal fluid (csf) leak and the patient was not getting any medication. The change in therapy/symptoms was described as having occurred suddenly versus gradually. They were going to repair it and then they went ahead and implanted a new pump on (B)(6) 2016; a total system explant had occurred. As per the manufacture's device registry, the pump and catheter were replaced on (B)(6) 2016. The situation was resolved. It was further noted however that when they took the pump out they took everything including the personal therapy manager (ptm). The patient was not provided with the ptm and was told to call the manufacturer to request one. The patient was to contact their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When the pump was replaced, they switched sides of the implant. Additionally, it was noted that dilaudid was in the pump at the time, however the dose and concentration was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.